Event description:
It was reported that this pacemaker exhibited loss of capture on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was repositioned. No additional adverse patient effects were reported.